Event description:
While doing a total knee surgery, a stryker blade was broken at the blade insertion point. This was observed by operating room tech on the field. Surgeon was notified and the broken piece was identified and both the blade and the blade fragment were delivered to management. A post op x-ray was ordered by surgeon.